Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the blood pressure was too high. The device was not in clinical use at time of event; there was no patient involvement.

Manufacturer narrative:
At bench the technician did testing for another issue and stated the blood pressure was too high. Stated that the blood pressure board seems to be defective. To address this, a new blood pressure board was ordered. Based on the information available and the testing conducted, the cause of the reported problem was a defective pressure board. The reported problem was confirmed. The pressure board was replaced. The device was operational after repairs were completed, device was returned to customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.